Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. The investigation determined that the difficulty grasping and chordal entanglement appear to be related to patient morphology/pathology. As the procedure was aborted, the subsequent reported patient effects of chordal entanglement/rupture, mr, surgical procedure, and prolonged hospitalization appear to be related to procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The patient effects of chordal entanglement/rupture and conversion to standard valve surgery are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial medwatch report, additional information was received that during grasping attempts, there was unexpected steering of the steerable guide catheter. The sgc tip temporarily came in contact with the right atrial side. The entangled clip was removed from the chordae with inverse rotation and minor force.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter referenced is being filed under a separate medwatch MFR number. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the chordal entanglement and a chordal rupture that occurred during use with the clip delivery system, which was treated with mitral valve replacement surgery and is considered surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and challenging patient anatomy due to prolapsed and floppy leaflets. After transseptal puncture, the steerable guide catheter (sgc) and the clip delivery system (cds) were placed. There was difficulty grasping the leaflets due to the prolapsed leaflets. Three to four attempts to grasps the leaflets could not reduce mr. The cds became entangled in the chordae and a chordal rupture occurred. After removal of the cds, when the sgc was removed, an atrial septal defect (asd) with a shunt was noted. It is believed that the asd may have occurred during advancement of the sgc when it slipped from the left atrium to the right atrium. No treatment was performed for the shunt. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure; however, the decision was made to abort the procedure at that time. Mitral valve replacement surgery and coronary artery bypass graft (CABG) surgery were performed two days post-procedure. There was no reported adverse patient sequela and the patient has been discharged from the hospital. There was no additional information provided.